Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-04163 and 1627487-2012-04165. The patient received her scs system, including five leads (two models had same lot number). It was reported the patient had experienced shocking sensations from her system, which reprogramming did not resolve. In addition the patient had been in more than one car accident, and her scs system was scheduled to be explanted due to the need for a MRI.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.